Manufacturer narrative:
3 of 3 devices were returned for evaluation. Evaluation of 3 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes 3 malfunction events where a midwest stylus plus handpiece would not hold burs. No injury resulted in any of the events.